Manufacturer narrative:
Final analysis found normal lead characteristics. The reported behavior could not be confirmed.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedance measurements and oversensing noise. The lead was no longer used and replaced. No patient symptoms or additional information was reported.

Event description:
New information reported stated that the patient was in good condition before and after the procedure.